Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the therapy really didn't do much for them and they were planning on asking their healthcare provider (hcp) to remove the ins. The patient mentioned that they could still adjust therapy settings, but they felt uncomfortable vibration in their vagina. The agent reviewed that the patient could consider decreasing the amplitude, but the patient did not make any changes during the call because they had to charge the communicator. The patient also mentioned that they lost over 100 pounds and the ins seemed close to the surface of their skin and they could feel the whole outline of the ins. The patient was redirected to their hcp to further address their concerns. The agent sent to patient the device MRI instructions.